Event description:
It was reported to philips that the system's image disk was full, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during coronary procedure when the issue happened. The procedure was completed by deleting old study. Philips fse inspected onsite and confirmed that the image disk was full. After reviewing log, it confirmed the reported malfunction. Upon troubleshooting, fse diagnosed that lightning was not possible due to a full disk. To resolve the issue, the fse replaced the ippc, reloaded the software, and rebooted the database and return the part for further analysis, but no failure found. After replaced the ippc and reloaded the software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.